Manufacturer narrative:
The 30-degree endoscope has been returned and evaluated by the failure analysis team. The 30-degree endoscope was analyzed and failure analysis investigations was able to replicate/confirm the reported issue. Failure analysis found there were scope bearing friction issues and mechanical button damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument movement was not normal after the scope flip, an investigation is pending to determine the cause of this reported event. The reported event was addressed with phone support. A new 30-degree endoscope was used, and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument logs shows the following information for the endoscope used during that procedure: the 30-degree endoscope (pn: 470057-08 / sn: (B)(4) was used on (B)(6) 2022 on system sk4181 for a radical prostatectomy with lymphadenectomy procedure. The endoscope had 1955 uses remaining after last use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of the instrument movement was not normal after the scope flip cannot be determined based on the information provided. Since the instrument was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. This complaint is being reported due to the following conclusion: it was alleged that the instrument movements were not normal after the 30-degree endoscope flipped the image. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the instrument movement was not normal after the scope flip. The site installed a second 30-degree endoscope, and the instrument movement was normal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.